Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process causing the anastomosis to tear. The surgeon used a side biter clamp to redo the graft. No other pt complications were reported.